Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she looked in the insulin pump and there is insulin leaks behind the reservoir. Customer stated the reservoir was used. Insulin is visible in the reservoir compartment; no cracks noted. Customer stated that the reservoir expired back in 2012. Blood glucose value is 302 mg/dl; treated with manual injection nothing further reported.